Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm and then they changed the infusion set. The customer's reading was 496 mg/dl. The customer stated that the alarm was resolved by a complete set change. The customer was to return and replace the reservoirs and infusion sets.